Event description:
It was reported, on the same day as a device change out, that the right atrial (ra) lead was unable to sense p-waves. It was then reported that the output on the right ventricular (rv) lead was set too high and was causing oversaturation on the ra lead. The rv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).